Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer did not reset the pump but was advised by technical support to put the pump into storage mode before sending it back with a pre-paid label. A replacement pump was arranged for the customer to continue with their current therapy.